Event description:
It was reported that the device was slipping on the torque screw side. Two different neurosurgeons have said the same thing and neither one knew the other one had a problem with it. Both times the device was swapped out for the sales representative's backup skull clamp. There was no patient injury reported. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00235.

Manufacturer narrative:
Integra has completed their internal investigation on august 9, 2017. Results: evaluation of returned device; failure analysis - per the service unit report. The unit was received with some rotational movement in the swivel base while in the locked position, this would not cause a slip when the skull clamp is properly positioned. The large starburst need heli coils, the threads are crossed, we cannot duplicate a condition that would cause a slip. The complaint is not confirmed. DHR review; device history record reviewed for sn (B)(4) lot/ 117 a total of (B)(4) were manufactured on 8/19/2011 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced . No service history is on file for this device. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause is undetermined at this time, the unit received with some rotational movement in the swivel base while in the locked position, this would not cause a slip when the skull clamp is properly positioned. The large starburst need heli coils, the threads are crossed, we cannot duplicate a condition that would cause a slip. The complaint is not confirmed